Manufacturer narrative:
The reported event was resolved over the phone. The customer cleaned the sensor and the unit tested properly. The customer elected not to have service from the MFR. Based on the info on hand and time lapse, no actions are deemed necessary at this time. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit generated an "unable to calibrate optical sensor alarm" and the ap waveform was lost. The pt was switched to another unit and therapy was continued. No pt injury was reported.